Event description:
Information received a smiths medical ambulatory infusion pumps/cadd administration sets - flow stop displayed air bubbles patient came into clinic with concerns of air bubbles in the cadd pump tubing. Small air bubbles were found in patient's IV saline lock ? These were aspirated from the IV line and no further concerns were reported.